Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from photos. Visual analysis of the photo did not identify any indication of a product defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for verse key inserter tightener. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse key inserter tightener was conducted identifying that lot number gm4815902 was released in four batch. Part # 299704220. Lot # gm4815902 . Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 07 jul 2017 with no discrepancies. No ncrs were generated during production. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that during a case today with the surgeon at queens medical centre using expedium verse / depuy spine. The patient was (B)(6) yo female with scoliosis. The below screwdriver would not properly load the correction keys and so could not be used. We had 2 others on the set, so there was no delay to the operation. It was completed successfully and the patient is doing well after the case. This complaint involves one(1) device verse key inserter tightener. This is report 1 of 1 for complaint (B)(4)